Event description:
The customer stated that the insulin pump was delivering too much insulin, so she removed it while she was on a boat. The customer was unable to find the insulin pump after that. The customer stated that she would look for it and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned, no conclusion can be drawn at this time, we, therefore, consider this report complete to the best of our knowledge.